Event description:
The physician noted he has observed a case where an electrical lead leak caused painful stimulation and the issue resolved with replacement of the device. The physician did not remember the patient or product information. It was noted that diagnostics were normal for the patient. The event required replacement and he does not recall if any issue was confirmed with the lead during surgery. When asked if the intervention was for patient comfort only or to prelude serious injury, it was noted that he does not recall specifics but believes the case was multifactorial. No other relevant information has been received to date.